Event description:
Note: this report pertains to one of three devices used during the same procedure. MFR report # 3005099803-2009-06046 and 3005099803-2009-06048 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radio frequency ablation) procedure performed on (B)(6), 2009. According to the complainant, after inserting the electrode, a console error (e02) continuously occurred. The electrode was removed and exchanged for another. However, the same console error occurred. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found no visible defects. Continuity of current was confirmed between the device handle and distal tip as well as for the connecting cord. Furthermore, resistance checks performed for both the device and cord indicated that each component was within specification. The condition of the returned incident device was not consistent with the complaint that the electrode led to a console error. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2009-06046 and 3005099803-2009-06048 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and two soloist single needle electrodes were used during a bone rfa (radio frequency ablation) procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown). According to the complainant, after inserting the electrode, a console error (e02) continuously occurred. The electrode was removed and exchanged for another. However, the same console error occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The male patient was (B)(6) old. The ablation was to treat an osteoid osteoma in the left tibia.